Manufacturer narrative:
Device evaluation: the probe was returned and visually inspected. The connections were checked and the engineer saw light at the tip of the probe. The strain relief was pulled down and an exposed fracture of the fiber at the copper crimp interact was noted.

Event description:
It was reported that during the setup prior to an ablation procedure, the user checked the pilot light prior to inserting the probe and noted that there was no pilot light. There were no patient complications reported in relation to this event.